Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and verified the melted power connector. The reported issue was observed during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The device was not received with the customer's power adapter which prevents causality determination. The rear case assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump looks like the outlet is melted. There was no patient involvement associated with this event. No additional information is available.